Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device power issue was due to a physical damage to the chassis assembly. The device chassis assembly was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a power switch that was not functioning properly. The device was not in use when the fault occurred; therefore, there was no patient involvement.